Manufacturer narrative:
The device evaluation details. The smart touch bidirectional sf device was returned to johnson and johnson medtech for evaluation on 16-oct-2025. Visual inspection of the returned device was performed following johnson and johnson medtech procedures. Visual inspection revealed reddish material inside the pebax and microscopic examination showed a separation between the pebax and electrode. A manufacturing record evaluation was performed for the finished device, and no internal action was found during the review. The reddish material inside the pebax could be related to the visualization issue reported by the customer; therefore, the customer complaint was confirmed. The root cause of the pebax separation is related to the manufacturing process of the device. The instruction for use states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of j&j medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. An internal corrective action has been opened to address manufacturing opportunities related to the force sensor sleeve insolation to prevent fluids to get inside into the device. Explanation of codes: h6. Medical device problem code of "appropriate device problem term/code not available (a27)" represents "catheter replacement due to system test". Investigation findings: mechanical problem identified (c07) / investigation conclusions: cause traced to manufacturing (d03) / component code: sleeve (g04115) were selected as related to the biosense webster inc. Analysis finding of the ¿reddish material inside the pebax and microscopic examination showed a separation between the pebax and electrode¿. Investigation findings: manufacturing process problem identified (c16) / investigation conclusions: cause traced to manufacturing (d03) / component code: sleeve (g04115) were selected as related to the biosense webster inc. Analysis finding of the ¿manufacturing process¿ related. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter right (r-afl) procedure with a thermocool smarttouch sf catheter for which biosense webster¿s product analysis lab (pal) identified separation between the pebax and the electrode. After loading the ablation catheter on the patient interface unit (piu) and advancing it into the body, it was noticed that the ablation catheter was not visualized on the carto 3 system screen, and there were no electrodes visualized either. They rebooted the carto 3 system workstation. Then there was a blue windows screen displayed and the carto¿ 3 system software application could not be loaded. They shut down the patient interface unit (piu), workstation and the ngen¿ generator system, and waited several minutes. After rebooting everything, the same blue windows screen persisted, and the workstation had booted in recovery mode. The procedure was then cancelled. No active troubleshooting could be performed at the time of the call, as the procedure had already been cancelled. A biosense webster field representative was requested per unresolved workstation issue. Ngen¿ generator was planned for use. Additional information was received. Patient was on the table. They had just plugged in catheters and were about to start. Sheaths were in. The patient was under moderate sedation. A transseptal puncture was not performed prior to the case cancellation. No patient injury. Case was just cancelled because carto system crashed and was unable to re-open. The patient did not require extended hospitalization due to a medical condition caused by the procedure cancellation. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 21-nov-2025, observed reddish material inside the pebax and microscopic examination showed a separation between the pebax and the electrode. The event was originally considered non-reportable, however, bwi became aware of a separation between the pebax and the electrode on 21-nov-2025 and have assessed this returned condition as reportable.